Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that while using the device there was intermittent energy at the tips. They say that he would push the button to activate the device and sometimes they would get really low amounts of energy and most of the time there was no energy at all. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that while using the device there was intermittent energy at the tips. They say that he would push the button to activate the device and sometimes they would get really low amounts of energy and most of the time there was no energy at all. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h6, h10. A lot history record review was completed for lots 25149862, 25149333, and 25147966 ; the last 3 lots shipped to the account prior to the event date. There were no ncmrs for the last 3 lot #s from ship history.